Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient would change the device to another implantable neurostimulator (ins) and the cause of being unable to locate the ins is unknown.

Manufacturer narrative:
H3 device analysis: analysis of the implantable neurostimulator (ins) found the device passed functional testing; the ins was deemed functionally okay. H6: please note that method code b20 and result code c20 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: please note that only the event year is known at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that she was unable to connect to her implantable neurostimulator (ins) and was in a lot of pain. It was noted the patient¿s implantable neurostimulator (ins) was positioned just below the patient¿s right breast at the time of implant in 2018. When the patient became pregnant in 2019, she experienced ¿some difficulties in recharging the device¿ that were associated with the ¿modification of her body.¿ it was stated that the position her recharger telemetry module (rtm) was in to recharge had changed with the growth of her belly and that it had became almost lateral to her trunk. The ¿same situation happened when she tried to connect the programmer¿ to the ins; however, it was noted that ¿it was still possible to make the connection.¿ the patient received some assistance from a rep in order to recharge the ins. The patient then shut her ins off on the day she gave birth and turned it back on the following day, when the ins was noted to have still had a 30% charge that lasted approximately seven days. It was noted the patient was no longer able to connect to the ins when attempting to recharge the device however and when the rep tried to locate the ins with a clinician tablet, there was no response. The same issue was experienced with an attempt to use another rtm; a deactivation test was attempted with the second rtm and a communication test was attempted with a clinician tablet, but the issue remained unresolved. It was noted that it had been four months since the ins was off at the time of report. The patient¿s recharge system and patient controller were stated to be working normally. It was unknown whether any surgical interventions were needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the ins was replaced on (B)(6) 2021.